Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Corrected information provided in d.10. As the customer did not retain the finished goods lot number, deviation history record and lot history could not be reviewed. Customer purchased their own 30 gauze cannula from another company to supplement their stock. Suspect product is noncompany products (item number: rx1273). Company does not purchase any materials from this vendor. The manufacturer's evaluation of the returned sample confirms the customer's reported event- 2 non-company cannulas were visually inspected and no obvious defect was observed. Air flow resistance occurred when testing with a syringe. The root cause of the customer's complaint could be attributed to an error that occurred in the vendor's manufacturing process. Company does not purchase any products from this vendor. Customer will need to submit a separate complaint to the other company regarding the 30 gauze cannula issue. No action will be pursued at this time for this occurrence. No supplier notification is required as we do not purchase from other company. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that many cannulas were blocked making them unable to push any liquid or air through them during calibration for scheduled cataract surgeries (with intra ocular lens implantation). The cannulas were removed and replaced with stand alone cannula. There was no impact on patient.